Event description:
The customer reported that the insulin pump had a constant tone. The blood glucose reading at time of the call was 151mg/dl. Troubleshooting was performed. The battery was changed and the device alarmed. The customer stated that she attempted to clear the alarm and the device re-loaded itself. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and a constant tone alarm. Problem isolated to the mother board. Further testing was not performed due to the frozen screen.